Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of battery depleted alarm was confirmed and found to be due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted alarm, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.